Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the initial ins was put in (B)(6) 2010 and it stopped working and had to be replaced which was done in (B)(6) 2010. No further complications were reported.